Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose reading of 406 mg/dl. The customer treated with a bolus. She stated that she was having problems with her belt clips breaking. Nothing further reported.